Event description:
Monopolar cord caught on fire during a surgical case. The cord burned and broke apart. The esu machine was turned off and the fire extinguished by the circulator. All in or were notified of the fire, the patient was assessed, no damage was done to any person in the or. The monopolar cord has been saved for review.